Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify constant long tone/beep, unit vibrating or distorted display due to blank display anomaly. The insulin pump had a minor scratched lcd window, cracked display window corners, battery tube threads cracked, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 323 mg/dl at the time of the call. The customer stated she was exposed to water, after being pushed into a pool. There is a fluid under the display and the pump is vibrating without an alert or alarm. The display went blank immediately after pump exposure to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.